Manufacturer narrative:
Section a1 was requested but was not provided. Manufacturer's investigation conclusion: the reported event of the centrimag system having zero flow was confirmed during review of the downloaded log file. The log file contained relevant information spanning from 10:07 on (B)(6) 2023. At 6:18:25 on (B)(6) 2023, a m2 motor disconnected alarm was activated. Due to the console sensing that a motor was not connected, the pump stopped, and both the motor speed and flow values dropped to zero. The motor disconnected alarm cleared at 6:18:35; however per design, support does not automatically resume following reconnection of the motor, and user input is needed at the console to alter the speed. At 6:20:23, a command was received to ramp up the motor speed from 0 rpm to 3200rpm. The speed ramped up as intended; however, the flow value remained at 0 lpm. The flow being recorded at 0 lpm despite the motor operating at its intended speed was found to be related to a s3 system alert, which has been addressed further under the console¿s investigation. The pump was removed at 6:24:22, which is consistent with the provided information that the patient switched to the backup equipment. During evaluation at the service depot, the returned centrimag motor (serial number: (B)(6) was connected to a test loop. The motor was able to operate on a test loop for several days with no alarms, even when the cable was flexed throughout its entire length. The motor was returned to the customer ready for use. The root cause of the observed m2 motor disconnected alarm and system stop could not be conclusively determined through this analysis, as it was not reproduced during evaluation of the returned motor. The 2nd generation centrimag system operating manual (rev. M) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. M) section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual (rev. M) table 16 entitled ¿console alarms & alerts¿ addresses how to properly interpret and troubleshoot all system alarms including s3 and m2 alarms. The device history records were reviewed for the centrimag motor (serial#: (B)(6) and the motor was found to pass all manufacturing and quality assurance (qa) specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related console MFR#: 3003306248-2023-05071, related flow probe MFR#: 3003306248-2023-05073.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a patient was on centrimag ECMO support when the console started to alarm. Someone immediately entered the room to check on the patient and the patient was not receiving any flow. Patient information not available in sales force. Customer switched out the cmag motor, console, flow probes, etc. And patient went back on support. There were no reported adverse events otherwise. It was s3 error - system alert.